Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) advised the home patient (hp) to cycle power. The alarm did not repeat. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the home patient (hp) regarding a system error 2367. The hp stated that the error has since been cleared and it has not occurred again. The hp did not remember the condition of the supplies. Therapy has been going well since incident. There was no patient injury or medical intervention reported. No additional information available. This report for a system error 2367 (resume error) was not confirmed, as the sample was not returned. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.